Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure. The procedure date is unknown. During preparation, upon opening the packaging, the scissors looked rusted or like they had a foreign material on them. The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2022 as no event date was reported. (B)(4).